Event description:
A problem with the implantable neuro stimulator was reported. The ins was in a power on reset condition. The patient programmer was not able to adjust stimulation. The display was showing "call your doctor" icon. Patient states that his stimulator would display fully charged when recharged, but when referred to the programmer, it displayed empty. Additional information has been requested; it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).